Event description:
In this event it is reported that patient had allergic reaction to the use of nontemplate aligner arch. Their symptoms included migraines, blurred vision, pain to the point where it was uncomfortable to wear their aligners.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: DHR evaluation: we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / practice ID# (B)(4) qty. (B)(4) (aligners), and (B)(4) (template), were packaged by the second shift by bag and box operation on (B)(6) 2023, manufacturing supercell sc0, equipment bag-12. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this (B)(6). · raw material: part-501019 / lot# 233734 / qty. Received = (B)(4), inspection date: (B)(6), 2023. · the material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode: allergic reaction. Root cause: no defect - no defect during manufacturing process conclusion code: no failure found.